Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: stress marks observed.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported being diagnosed with a connective tissue disease or disorder: lupus or lupus-like syndrome and fibromyalgia. The doctor's office informed that the patient has not been diagnosed with these adverse events and the symptoms were pre-existing. Explanting physician later reported rupture. Device has been explanted.